Manufacturer narrative:
Exact date not provided, best estimate is between (B)(6) 2017 - (B)(6) 2018. If explanted; give date: the explant has not been confirmed but was scheduled for (B)(6) 2018. Therefore this date is being provided in explant date. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is complaining that he is not able to see anymore due to halos and glare, although the post operative refraction is 20/25. The phacoemulsification surgery was performed in the right eye on (B)(6) 2017 with the symfony toric implant zxt375 +26.0. The patient had refractive surgery (prk) 10 years ago. Pre operative refraction: right eye +4,00 -1,00 180 degrees with vision 20/60. Left eye +4,50 -0,50 65 with vision 20/50 addition +3,00. There was a nuclear cataract in both eyes. Retinal mapping was done by a retinologist. Other tests were normal. It was explained to the patient that multifocal lenses such as symfony lenses can cause halos and glare (reflections). In the first post-operative appointment, the patient was very happy with the result. Visual acuity right eye 20/25 j2. Confirmed position / axis of the lens at 73 degrees. In the third post operative appointment, the patient reported oscillating vision and presence of halos. Visual acuity 20/30. Confirmed position / axis of the lens at 73 degrees. The doctor explained the phase of neuroadaptation. On (B)(6) 2018, doctor performed a phacoemulsification surgery in the left eye with implant of tecnis toric. In the first post-operative patient was even happier with the left eye result and unhappy with the right eye: visual acuity right eye 20/30 . Left eye 20/25 with ao j1. Confirmed position / axis of the lens right eye at 73 degrees and left eye at 135 degrees. Patient wants to change the symfony toric lens for tecnis toric, due to extreme discomfort with halos and glare. The explant was scheduled for (B)(6) 2018. Zct 225 +26,00 to be implanted. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 2/27/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a little jar with liquid. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. There is also a mark on the anterior side of the optic body: it cannot be ruled out that this damage was introduced during the explanation procedure. No other anomalies were found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: based on new information received, the intraocular lens was confirmed to be explanted on (B)(6) 2018 as initially reported. There was no patient injury and no other secondary surgical intervention was required. Patient was very satisfied with the outcome. Patient's visual acuity without correction was 20/25 with refraction of -0.50 and spherical acuity of 20/20. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.